Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation on 22mar2021. Device was investigated on 26mar2021. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely bent and twisted, remaining attached at the base, with disconnection at the tip of the hot jaw. The clear silicone insulation was observed to be intact. No visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. A temperature and resistance test could not be performed due to the condition of the bent wire. Based on the returned condition of the device, the reported failure "peeled jaw" was not confirmed and the analyzed failure "material twisted/ bent wire" was confirmed. The lot # 25155559 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 broke. The silicone appears to be separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.